Event description:
It was reported that the patient had an issue with a dry minicap. They noticed that there was less iodine on the sponge of the cap. The patient did not feel comfortable using the cap. This was found during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 6 involved in this event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The manufacture date of the product is 04/24/2014 - 05/02/2014. A review of all batch record documents was conducted for lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis could not be completed. The cause of reported problem of inadequate iodine was undetermined. Should additional relevant information become available, a follow up report will be submitted.